Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2012. Impedance was 1520, threshold 4.0 @ 0.9ms, sensing 2.2 mv bipolar and 3.7 mv unipolar. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).